Event description:
Event occurred involving a tego¿ connector, where the following issue was reported by the customer: " the incident occurred after disconnection of the catheter. There was a drop in patient's blood pressure, the patient was placed in a tilted position, administered 100 cc from a flex bag and was put on oxygen. While continuing the dressing, it was observed that the tego cap was no longer functioning as a check valve. The nurse quickly clamped and aspirated 7 cc of air using a syringe. The doctor was informed, and the tego cap was replaced. The procedure was hdf post-dilution, and the tego was used for 3 days, it was placed on (B)(6) 2025, and it was disconnected on (B)(6) 2025. The medical instructions: 15 minutes of patient monitoring and then discharged. The issue was not detected prior to direct patient use. No defects were noted on the packaging or on the device, the patient does not suffer from a bloodborne disease, there were no adverse events, no blood loss, the patient returned to the base health condition, there was no serious injury or death, there was no exposure to a chemotherapy, there was no delay in treatment, there were no adverse events for the operator, medical or surgery intervention were not required. There was patient involvement but unknown adverse event/human harm.

Manufacturer narrative:
Additional reporter: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Received one (1) used list# d1000 tego connector for inspection. A small amount of seal tearing was observed as received. The tego was leak tested per product specifications. There was a leak. After disconnecting from the test equipment, excessive tearing was found on the top surface of the seal along the yellow body. The tego was disassembled and found to have insufficient adhesive on one side of the tego. The reported complaint can be confirmed. The probable cause of the leakage and torn seal is due to an uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.